Event description:
Machine damaged during MRI use. No pt injury was reported.

Manufacturer narrative:
Investigation / conclusion: unit had MRI damage to electronics and pneumatic modules. Replaced electronic and pneumatic modules to correct reported problem MRI damage. Unit passed the tests before returning back. It was confirmed with the hospital rep that the machine was placed too close to the mr bore and violated the safe distance precaution from the iso center as stated in the machine operator's manual. The operator's manual state to place the machine outside the 100 gauss line from the mr iso scanner.